Event description:
It was reported that a nurse reported today she has a patient that has a renasys pump that was placed after below the knee amputation on (B)(6) 2020. She reported that since being placed the device has had several warnings display and the home health nurses have had to change the dressings 4-5 x/week instead of the typical 3x/week. She said the patient had a follow up appointment with the surgeon today (B)(6) 2020 and the surgeon was very upset with the device, removed the dressing and stated she wanted the patient to get a new device. She said the surgeon told her the wound was macerated and deteriorating and she felt the device was not providing the correct amount of suction today even though the home health nurse said the device appeared to be working with green light on today when patient went to the appointment. With further questions from this nurse, the only warning error she knew displayed on the device was blockage full and she said, "the nurse at the time called someone and she was told to cut the hole bigger over the foam but it still gave the blockage full error." This nurse warm transferred the nurse to rotech for a replacement per the surgeon. No further information available.

Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. No batch /lot number has been provided rendering a review of the device history not possible. A complaint history review was performed for the product and failure mode reported, there have been further instances in the past three years. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain the reported failure/harm or event. A clinical/medical review was performed and no further actions are required. Probable cause may be a connection issue or component failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.